Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patients ipg was replaced with an MRI compatible device and the patient was doing well postoperatively. The explanted ipg was retained by the medical facility and will not be returned.